Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after a patient voided 30cc in the hourly foley catheter chamber; the tubing collapsed and would not drain the urine unless tubing was hand manipulated. A new catheter had to be inserted into the patient to capture the urine. No medical intervention was required.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation found no abnormalities observed on returned catheter and bag. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that after a patient voided 30cc in the hourly foley catheter chamber; the tubing collapsed and would not drain the urine unless tubing was hand manipulated. A new catheter had to be inserted into the patient to capture the urine. No medical intervention was required.